Event description:
It was reported that "check syringe plunger" sensor error was experienced.

Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was a "check syringe plunger" sensor found that was in the event history log (ehl). During analysis, the reported issue was able to be duplicated. Left plunger case. Flippers get stuck (intermittently) due to broken screw boss inside plunger head. Service replaced the left plunger case.

Manufacturer narrative:
Device evaluation: one device was returned for analysis. Visual inspection showed bottom case seal was intact and plunger case seal was removed. Visual inspection showed the top and bottom cases in good condition. The right plunger case was cracked, and the screw boss was cracked inside the plunger head. No visible contamination. As a result of checking the log, check syringe plunger sensor was found in ehl. Based on evidence and investigation, the complaint allegation was determined to be caused by the left plunger case. Flippers get stuck intermittently due to a broken screw boss inside the plunger head. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.